Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported setscrew anomaly was confirmed. The hv is-1 tip and ring setscrews would not tighten to full torque doe to septa material in the hex cavities. When the material was removed the setscrews functioned normally.

Event description:
It was reported that during lead replacement, setscrew anomaly was observed.